Event description:
It was reported that the pacing vector impedance was high and out of range (oor), on the newly implanted left ventricular (lv) lead. The lvb vector was where the oor impedance was observed, at greater than 3000 ohms. The cause was not known. No actions have been taken, as the lvb vector is not in use. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.